Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical alarms was confirmed via the submitted log files. However, the reported concern regarding the mechanical integrity of the white power cable was not confirmed upon testing of the returned system controller. The submitted controller event log file captured atypical power cable disconnect alarms on 02feb2026 while connected to 14v li-ion batteries. The alarms were due to the relative state of charge (rsoc) voltage on the white power cable fluctuating below the voltage threshold. The alarms resolved when the voltage returned to the expected voltage range. Pump operation was not affected by the alarms. The returned system controller was functionally tested, and the controller passed all steps of the test without any issues. The controller was further tested by running it on a mock circulatory loop and flexing the power cables in an attempt to reproduce the reported alarms. No alarms occurred during this additional testing, and the controller was found to be functionally unremarkable. The power cables were inspected and was found to be visually and functionally unremarkable. The provided information indicated that the patient's white connector piece from the controller seemed to be easily bendable and when secured with the screw in piece, it was reportedly noted to be loose compared to a new controller. The clinic reportedly performed a controller exchange and all alarms resolved following the controller exchange. The root cause of the reported alarms and patient concern regarding the power cables could not be conclusively determined through this investigation. The patient remains ongoing on heartmate system support with no further issues reported. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including power cable disconnect alarms, and the actions to take if the issue does not resolve. Heartmate 3 IFU section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller and its power cables. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller (serial number: (B)(6)) and found to have passed all manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient would hear frequent low voltage advisory beeps on a daily basis but only one was noted on (B)(6) 2026 during interrogation. Patient reported it only occurred when they were connected to battery power. All of the patient's battery clips and batteries were replaced in (B)(6) 2025 ((B)(6)) due to the same issues. The patient also reported that they were able to witness the system controller at time of beep and it had the battery light to the white patient cable lit even though the batteries had good connection and were fully charged. The log files were submitted for review. The event log file captured intermittent indications of weak connections between the battery and battery clip that only occurred on the controller's white lead. There were no issues seen with the voltage when connected to the mobile power unit. The patient wore a cross body bag to carry their equipment and would ensure that the batteries were flat and patient cables were without kinks or interference to the connections. All four batteries and battery clips were assessed with no obvious issues with integrity of any of the connections. The primary controller's white cable did not have any visible tears, bends, or green residue, but the white connector piece from the controller seemed to be easily bendable and when secured with the screw in piece, it was noted to be loose compared to a new controller. The clinic performed a controller exchange. All alarms and beeps resolved with the controller exchange the cause of the white lead cable becoming loose was believed to be cause by wear and tear as the controller was the originally deployed controller with the implant on (B)(6) 2021.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.